Event description:
The complainant reported a patient with right heart failure was implanted with an impella rp flex device for mechanical circulatory support. During implant, impella did not fully advance even after multiple wire changes and buddy wire usage. Impella pump was then moved to the right internal jugular (rij) but was not able to fully advance despite buddy wire usage. Implant procedure was eventually aborted with no harm to the patient.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issue was most likely patient condition since the implant was aborted due to patient's anatomy.